Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulties and treatment appears to be related to interaction of the device with patient anatomy. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 6f sheath after a right leg interventional angiogram. Reportedly, the sheath of the proglide device kinked right after the transition point on the floppy end of the sheath. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.